Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the coaguchek s system (lot number 959a, expiration date 03/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the coaguchek xs system.

Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 2.3 inr/1.8 inr patient's warfarin dose was increased based on meter reading. No adverse event reported. Requested return of suspect system and replacement was sent.